Event description:
In late 2007, the pt reported that twice over the past two weeks, she had experienced two infusion set head sets that did not stick to her body. She stated that each headset was in place for less than 2 days. She stated that she usually changes her headsets every 6-7 days. The pt was advised to change the headset every 3 days. Troubleshooting did not reveal any issues. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.